Event description:
The lead was broken; impedance measurements were >20,000 ohms. The lead was replaced. The pt then had very good stimulation with good pain relief.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete